Manufacturer narrative:
A complete lead was returned in one piece measuring 64.8 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited low r-wave and no capture. The physician repositioned the lead several times. The helix would not retract. The lead was not used and another was implanted. The patient was discharged.